Event description:
On (B)(6) 2016 a us box of 5 duraseal dural sealants was received by a facility with 2 of the sealants having condensation on them. The devices were not in contact with patient, there was no patient injury/death alleged, no revision/medical intervention required and no delay in surgery due to product problem. It was considered an out of box failure.

Manufacturer narrative:
Additional information received on 06 jun 2016: the distributor ordered the product on 08 mar 2016 (03/08/2016) and kept it in a controlled temp room since then. The distributor's customer ordered the product from them and it was shipped in may. The distributor received the package back from their customer and was advised that 2 out of the 5 had water condensed inside the package. Customer will return the package.